Manufacturer narrative:
N/a.

Event description:
The following has been reported: air bubble keeps sounding non-stop, whereas if customer puts the tubing on another pump, everything is fine. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.